Event description:
A male patient contacted lifecor customer support to report that both battery packs will not fit into the monitor. Support sent the patient a replacement monitor and battery packs.

Manufacturer narrative:
Monitor and battery packs - 2008. Device evaluation summary: device evaluations of monitor, battery packs, have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had damaged connectors. The root cause was slamming the battery packs into the monitor. The battery pack connector were replaced. The battery packs were retested and restocked. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor or battery packs. The patient received a replacement monitor and battery packs.